Manufacturer narrative:
Qn# (B)(4). Potential lot numbers: 71f18j0280, 71f17m1596. The device (catalog#) is not intended for sale in the us. Similar device/component sold in the us.

Event description:
The customer reports: it was reported that during dilation of the skin or connective tissue with the dilator of the 4 lumen set (de-12854-s), the tip (wall of the dilator) dissolved.

Manufacturer narrative:
(B)(4). The customer returned a single dilator for evaluation. Microscopic examination revealed the sample contained signs of use in the form of biological material inside the tip. The returned dilator tip was torn back on the side and the dilator is broken around the circumference. The dilator body length measured 101 mm which is within the specification per dilator product drawing. The dilator body outer diameter was measured and was found to be within specification. A device history record review was performed on the dilator and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with this kit describes instructions for dilator insertion. It states to "enlarge cutaneous puncture site with cutting edge of scalpel positioned away from the spring-wire guide" prior to dilator insertion. The IFU also cautions the user "alcohol and acetone can weaken the structure of polyurethane material. Therefore, care should be taken when instilling drugs containing alcohol or when using high concentration of alcohol or acetone when performing routine catheter care and maintenance." The reported complaint of the dilator tip damaged during use was confirmed by complaint investigation. The returned dilator was cracked and the material was broken. The dilator tip contained discoloration at the cracks, indicating stress. A device history record review was performed with no relevant findings to suggest a manufacturing related issue. Based on the sample received , it was determined that unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The customer reports: it was reported that during dilation of the skin or connective tissue with the dilator of the 4 lumen set (de-12854-s), the tip (wall of the dilator) dissolved.